Manufacturer narrative:
Initial and final MDR (B)(4) MDR 3003442380-2025-12455- device 3 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion sets bent cannula events on (B)(6) 2025. Events occurred after 3 or more hours of insertion. The insertion site was the abdomen. Infusion sets were used for 6-24 hours. Blood glucose level was 500 mg/dl at the time of the event due to which patient required assistance from emergency room (ER) and got hospitalized and patient took correction injection via multiple daily injection (mdi) itself. Patient was found positive for high ketones level and ketone levels were found to be life-threatening. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.